Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm keypad anomaly. Customer's blood glucose was 216 mg/dl. The customer stated that the keypad was not working then after resetting that battery received a button error. The customer was advised that the device would be replaced and agreed to return the product for analysis.the customer was advised to discontinue use of the device and revert to a backup plan. The customer also reported via phone call indicating that the insulin pump alarm failed battery test. Customer's blood glucose was 216 mg/dl. The customer was advised to insert new aaa alkaline battery. The customer was advised to ensured that battery is securely fastened. Customer did not received failed battery test. The customer was advised to monitor the insulin pump.